Event description:
No patient involvement, issue found when performing pm, no injuries. Reported brake / steer caster was not "holding cause", worn out, replaced the brake steer caster for resolution.